Event description:
It was reported there were impedances out of range. It was reported impedances on tail 8-1 were greater than 10,000 ohms when inserted into the back port of the new device. Health care provider removed leads, wiped them down and reinserted them into the appropriate ports. Health care provider reported it was difficult advancing the extension into the back of the port. Health care provider backed out the set screw and was able to get extension into port, though it still looked as if it were more difficult than normal. After troubleshooting was completed, impedances still showed greater than 10,000 ohms. They removed tails from header block and placed each tail in front port, all impedances were normal. Placed both tails in back port and all impedances were greater than 10,000 ohms. Health care provider had not wanted to or planned to test patient to see if they could feel stimulation. Health care provider opened up a second battery and impedances were normal on both leads. Follow up reported the patient was doing well.

Event description:
Additional information received indicated that during troubleshooting, the lead setup had been reconfigured to 2x8 with the same bad impedances observed. The left (0-3) extension was then inserted into the rear channel of the implantable neurostimulator (ins) and the right (8-11) into the front and the impedances were checked again with the same result of electrodes 0-3 within normal limits (wnl), and 4-7 and 8-15 >10,000 ohms. The left and right leads were then placed into the 0-7 channel consecutively with the same result: 0-3 wnl, 4-15 >10,000 ohms. In the end, troubleshooting was not able to get within normal range results under any circumstances in the rear channel. A new ins was then opened and tested under the same 2x4 setup with positive results: impedances wnl in 0-3 and 8-11.

Manufacturer narrative:
Product ID: 3998, lot# v009060, implanted: (B)(6) 2007, product type: lead. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3708340, serial# (B)(4), implanted: (B)(6 )2007, product type: extension. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator found no anomaly. It was stated that visual examination and an x-ray revealed no obstruction in ports. It was indicated that known good leads were fully inserted without difficulty into both ports.